Event description:
It was reported that during the lead implantation procedure, the torque wrench was dropped out of the aseptic field, so it became unclean. It was sterilized with isodine for about 30 minutes and then was used to connect the extension to the lead. The patient¿s incontinence did not improve during the test period, so a lead explant was performed. Upon cutting open the extension-lead connection region, humoral/bodily fluids ¿splattered.¿ the small pocket was full of bodily fluids. It was noted the patient had a 39 degree fever the day prior to the explant and showed signs of infection. It was stated the patient¿s buttocks was exposed during the procedure and the physician was concerned if that could have caused the infection. No health hazards to the patient were noted. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, serial# (B)(4) implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_ext, product type: extension (B)(4).

Event description:
Additional information received from the manufacturer representative reported that the infection was treated with antibiotics and the patient's present outcome was unknown.